Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited low out-of-range pace impedance measurements less than 200 ohms. There was no noise or loss of capture (loc) noted. The patient was scheduled for rv lead revision. Upon opening the pocket, it was determined that the patient was completely occluded, and the physician decided to close up the pocket. There did not appear to be any insulation issue. It was noted that the patient was pacer dependent with good ejection fraction (ef) at this time. Technical services (ts) continued monitoring and programming options. No additional adverse patient effects were reported.